Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker and associated right atrial (ra) lead recorded a high, out-of-range pacing impedance measurement of greater than 3000 ohms. This caused the lead safety switch (lss) to be triggered and the ra lead switched to the unipolar configuration. When the patient was seen in the clinic, it was noticed the minute ventilation (mv) sensor had switched due to the signal artifact monitor (sam). During troubleshooting, noise was able to be created on the ra lead in the unipolar and bipolar configurations. Technical services reviewed the available device data and discussed the out-of-range impedance value could be caused by a compromised lead or a connection issue between the lead and the device. Atrial tachycardia response (atr) episodes showed noise on the ra channel which appeared to be myopotential oversensing due to the unipolar sensing configuration. It was suggested to program the ra lead with unipolar pacing and bipolar sensing to avoid oversensing myopotentials. It was also observed that the ra lead was oversensing ventricular activity; this could be mitigated by increasing the cross chamber blanking period. At this time, the device and lead remain implanted and in service, with the mv sensor programmed off. No adverse patient effects were reported.